Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. X-rays were provided and will be reviewed within investigation process. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sidus stem-free shoulder, humeral head, 48-17 on (B)(6) 2014 on the left side. The patient is being monitored due to reported chronic urticarial since (B)(6) 2016. Note: another event (radiolucency) was already reported for the same patient in case (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a (B)(6) years old female patient (with bmi=37.1) underwent an initial extremity procedure on (B)(6) 2014. She has been experiencing chronic urticaria since (B)(6) 2016. Review of received data: the x-rays at 6 weeks follow-up show a good sizing of the implants and correct implantation positioning. The x-rays of 6 months follow-up show a radiolucent line around the glenoid pegs. The implantation position is not changed. There is a radiolucent area visible in the axillary x-ray below the sidus head. The x-rays of 12 months follow-up have a different exposure compared to the previous x-ray. A slight radiolucency can be observed around the glenoid pegs (however, a direct comparison with the previous x-rays is not possible). The humerus is cranially situated and its distance to the acromion is reduced. The radiolucent area below the sidus head is not visible in the x-rays. The x-rays dated (B)(6) 2016: still a slight radiolucency can be observed around the glenoid pegs. The distance between the humerus and acromion is further reduced compared to the last x-ray set. No radiolucency below the sidus head observed. The implantation report dated (B)(6) 2014 is available. The report describes the implantation of a sidus head and the glenoid component. No relevant information regarding to the reported issue is available. The report of the follow-up visits dated (B)(6) 2014 (6 weeks), (B)(6) 2014 (6 months), (B)(6) 2015 (1 year) and (B)(6) 2016 (2 years) are reviewed. The reports state that the patient is doing well and satisfied with the implants. In the 1-year follow-up it is mentioned that the xrays with the internal rotation view show the acromial humeral distance is decreased, which could indicate some cuff pathology. Clinical report study dated (B)(6) 2017 indicated that the patient has been experiencing mild chronic urticaria since (B)(6) 2016. The relation of this to the devices are stated to be uncertain. The preferred treatment was medication change and monitoring for 3 months. No product was returned to zimmer biomet for in-depth analysis, as the patient was not revised. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet IFU, package insert for sidus¿ stem-free shoulder was reviewed. This leaflet, which was available in the product package at the time of implantation, provides information about relevant contraindications, hazards, adverse effects, warnings, precautions, sterilization conditions as well as storage and handling of the device. Hypersensitive reactions and inflammatory reactions are indicated as possible adverse effects. IFU, package insert for anatomical shoulder¿ system was reviewed. This leaflet, which was available in the product package at the time of implantation, provides information about relevant contraindications, hazards, adverse effects, warnings, precautions, sterilization conditions as well as storage and handling of the device. Hypersensitive reactions and inflammatory reactions are indicated as possible adverse effects. Root cause analysis root cause determination using dfmea (for as glenoid component): adverse body reaction (eg. Cancer, allergies, etc.), packaging specific dfmea due to material not biocompatible: not possible: material biocompatibility of glenoid is certified by biocompatibility specification and material compatibility specification. Adverse body reaction due to bioincompatible due to harmful leachables from implant material: not possible: material biocompatibilityof glenoid is certified by biocompatibility specification. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction: possible: product is not received for the investigation and still implanted, therefore cannot be excluded. Root cause determination using dfmea (for sidus components): loosening / allergic reaction due to adverse body reaction through non-biocompatible implant material: not possible: biocompatibility of protasul-64 and biocompatibility of protasul-20/21wf certify the biocompatibility of the sidus humeral head and anchor. Based on the available documentation there is no evidence for an influence of the implantation of sidus humeral head / anchor with as glenoid and the development of a chronic urticaria. Conclusion summary: the ifus for the components were reviewed. Hypersensitive reactions and inflammatory reactions are included in the possible adverse effects for the implants. Root cause analysis showed only possible cause as allergic reaction which might have happened due to corrosion of particulate metal because of fretting leading to adverse body reaction. The information available at the hand indicates there is no evidence for an influence of the implantation of sidus humeral head / anchor with as glenoid and the development of a chronic urticaria. No medical data confirming the evidence of urticaria is available. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).